Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the pc cmos battery was replaced. The thermal therapy system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that there was a post error 161 on boot up. Real time clock power loss was displayed. The system started up with a dead complementary metal oxide semiconductor (cmos) battery. There was no patient involvement.